Manufacturer narrative:
3003721894-2018-00372 is associated with (B)(4), new poligrip. New poligrip is marketed as super poligrip in the u.s.

Event description:
Colon cancer [large intestine carcinoma]; constipation [constipation]; faeces hard [faeces hard]; device use error [device use error]. Case description: this case was reported by a consumer via call center representative and described the occurrence of large intestine carcinoma in a (B)(6)-year-old male patient who received double salt dental adhesive cream (new poligrip) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip. On an unknown date, an unknown time after starting new poligrip, the patient experienced large intestine carcinoma (serious criteria gsk medically significant), constipation, faeces hard and device use error. On an unknown date, the outcome of the large intestine carcinoma, constipation, faeces hard and device use error were unknown. It was unknown if the reporter considered the large intestine carcinoma, constipation, faeces hard and device use error to be related to new poligrip. Additional details: the patient had used new poligrip (unknown) for approximately 10 years for complete dentures. Since the patient had previously undergone a surgery for large intestine carcinoma, the patient had difficulty having a bowel movement in case faeces became hard. Thus, the patient used laxative to have a bowel movement. The patient wore the dentures in morning and slept with the dentures on in evening. The dentures were kept in the mouth until the morning of the following day. Since the dentures became loose in the morning of the following day, the patient removed and replaced the dentures. No further information is expected.